Event description:
It was reported that this right ventricular defibrillator lead exhibited what appears to be a gradual rise in shock lead impedance measurements to high within normal range, stabilizing for the last year around 110-120 ohms range in the triad configuration. This lead is connected to a non boston scientific device. Technical services (ts) discussed with the non boston scientific field representative that this was most likely due to calcification or mineralization on one or both coils. Ts suggested troubleshooting and programming options. Additional information was received that this lead has exhibited high out of range shock impedance measurements. Ts suggested reaching out to a representative of the non boston scientific device this lead is connected to and discussing further recommendations. No adverse patient effects were reported. This lead remains in service.